Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that it was reported in the clinic note that the patient went to the ed on (B)(6) 2015 because she felt a pop while sliding out of bed. The patient was cautioned on hip precautions. The patient had a right closed reduction; however, there are no ER notes in the record. The dislocation was related to the patients reported ¿sliding while getting out of bed¿ and cannot be associated with a mal-performance of the implant. The patient impact beyond the reduction cannot be determined. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes of this event could include surgical technique or patient¿s anatomy.

Event description:
It was reported a right hip dislocation which required reduction to remediate it.